Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital and treated with novalog IV. The customer also reported via phone call that they had no delivery alarm. Customer's blood glucose was 406 mg/dl. The customer gave himself a novalog with a syringe. After the troubleshooting was done, customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.